Event description:
The ge oec 9600 fluoroscopy sys will not boot up. No indicator light at power supply on workstation.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the power cord was broken at the strain relief point. The power cord was repaired. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.